Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. The fse replaced multiple parts to resolve the customer's issue. The fse replaced the: mixer pulley; pinch roller; mixer belt; wash carousel bearings. After completing the hardware replacements, the fse performed a precision assay and a system check, both of which met all specifications. In conclusion, although a specific hardware component cannot be identified with the available information, there is sufficient evidence to reasonably suggest a hardware malfunction as one or more of the replaced parts resolved the issue.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for three (3) patients on the access 2 immunoassay system (serial number (B)(4)). Initial results on this instrument were above the normal reference range of the assay. Repeat results of the same patient's samples, on the customer's alternate instrument (information on this instrument was not provided), were within the normal reference range of the assay. The initial elevated access accutni+3 results were reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customers access accutni+3 quality control results were within specification before the event. The samples were collected in lithium heparin tubes and were centrifuged at 6,000 rpm (revolutions per minute) for three (3) minutes. Customer reported no visible issues with the integrity of the sample.